Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2016, the patient was in the emergency room (ER) with signs of overdose. The patient was noted to have stated that she should not be receiving drug from the pump until "tomorrow". It was noted that the patient was being weaned down from her oral medications and did take a dose of oral oxycodone. The patient had dilated pupils, urinary retention, and overdose-like symptoms. The hcp planned to monitor the patient "for a few hours" to see if her symptoms improved. Additionally, they would tell the patient not to take more oral medications until she could be seen by her pump doctor. Additional information has been requested regarding what diagnostics were performed; the cause of the overdose symptoms; actions/interventions taken; and the outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.